Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, a signal loss and adverse event were reported. The patient stated that the g6 mobile application had a signal loss and during that time, the patient started to feel light headed and decided to measure their blood glucose (bg). The bg meter showed that the patient was in the low range at around 3.0mmol/l, so the patient drank fruit juice. After 15 minutes, the patient was fully recovered. No additional patient or event information is available. No product or data were provided for evaluation. The reported event could not be confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
It was indicated that the operating system for the smart device was not a supported system, which is off-label usage of the device. A review of the share logs was performed and signal loss was found within the investigation window. The allegation was confirmed. The probable cause was determined to be potential patient misuse - the patient closed the mobile app. No injury or medical intervention was reported.